Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that the "casing" of a monopolar cautery instrument was torn. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint of instrument's casing being torn was confirmed. The instrument's main tube insulation appeared to have scratches and gouge marks with material removed at the distal end. Evidence is not conclusive, but the damage was likely caused by excess force contact on the main tube surface. The instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Per the customer, at the time of the reported event, nothing fell into a pt during a surgical procedure.